Event description:
Cardiopulmonary bypass temperature controller machine overheated resulting in a burning smell and brown discoloration in the water reservoir. The cardiopulmonary bypass temperature controller was being used in conjunction with ECMO (extracorporeal membrane oxygenation).